Event description:
During a lap assisted subtotal gastrectomy, the instrument would not open. Surgeon had to eventually force open handle with pliers. Upon inspection, the tissue was not stapled and a gaping cut line was found at the point of stapling. A second device was opened and used. Surgeon had to convert to an open procedure and eventually hand stitched the open cutline. Patient was in breathing difficulty. Patient has recovered, but hospital stay was extended by more than one week.